Event description:
Pe was administered his first euflexxa injection in his left knee in 2009, by an orthopedist. Within less than 24 hours, the knee became seriously inflamed, pt ran a fever, had severe pain, swelling, and a septic condition. Pt admitted to hospital just before midnight the next day. Emergency surgery was performed 5 hours later the following day, following a preliminary culture revealing an infection in the left knee. An infections disease physician oversaw the cultures and infection. Initially pt was in isolation on IV antibiotics pending identification of the infecting organism. A second surgery was performed two days later, to irrigate the knee, remove further bacteria and blood in the knee. Subsequently, it was determined that a rare virulent bacteria, haemophilus parainfluenza, was present. Pt was tested using blood cultures to determine if the bacteria was in the bloodstream, tested for endocarditis and other complications and treated with IV antibiotics and painkillers. Knee continued to be inflamed with pt running a fever, in severe pain and immobilized. Four days later, a doppler ultrasound revealed a blood clot in the lower left leg, thought to be resultant from the surgeries. Coumadin and another medication were initiated by a critical care physician. Pt had entered the hospital on plavix and aspirin, taken because of 5 cardiac stents. Pt remains in the hospital. Dose or amount: don't know. Dates of use: 2009. Diagnosis or reason for use: arthritis in the knee. Event abated after use stopped: no.